Event description:
It was reported that during a rectopexy the jaws broke during the intervention. The clamp arm moved across, so it got jammed inside the trocar of 5mm. No patient consequence.

Manufacturer narrative:
Pc-(B)(4). Batch #: v96234. Additional information was requested and the following was obtained: it was the upper jaw joint that failed. I finished breaking the device by withdrawing it through the 5mm trocar because it could not pass with the proximal part of the upper jaw separated from the clamp: by pulling in the trocar, the jaw came off. Regarding the ceramic electrode, I cannot answer you. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Batch #: v96234. Additional information was requested and the following was obtained: it was the upper jaw joint that failed. I finished breaking the device by withdrawing it through the 5mm trocar because it could not pass with the proximal part of the upper jaw separated from the clamp: by pulling in the trocar, the jaw came off. Regarding the ceramic electrode, I cannot answer you. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a rectopexy the jaws broke during the intervention. The clamp arm moved across, so it got jammed inside the trocar of 5mm. No patient consequence.